Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the device image noise was determined to be a damaged imaging cable. The damaged imaging cable was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the flex deflectable videoscope, a noisy image was found. The likely cause of the reportable malfunction was a faulty cable. There was no patient involvement, and no harm was reported as a result of the event.